Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and pannus were confirmed. X-ray demonstrated wireform intact. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, the valve sewing ring was cut off from the valve and exposed the metal band on the inflow aspect. H10: additional manufacturer narrative: the reported event was confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h6 (type of investigation, investigation findings, investigation conclusions) pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that a 19mm 3300tfxj aortic pericardial valve, implanted approximately seven (7) years and two (2) months, was explanted due to aortic stenosis secondary to pannus growth. The device was originally implanted for aortic valve replacement to correct aortic stenosis. Peak aortic velocity (vmax) got elevated to 4.5 m/sec recently and the patient was diagnosed with aortic stenosis so the patient became a candidate for surgery. The device was explanted and replaced with a 21mm 11500aj valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as 'under treatment'. Upon the valve explant, pannus was observed entirely on the leaflets, but no organic abnormality was observed. There was no allegation of device malfunction. An aortic annular enlargement with a bovine pericardial patch within the same surgery.